Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and atrial fibrillation (af) approximately six days post implant. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. Mode switching was also noted. Diagnostic testing was performed and the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.